Manufacturer narrative:
(B)(4). The device manufacture date is not known at this time. However, should it become available it will be provided in future reports. "The following repair diagnostic codes were identified: (cracked/peeling insulation at middle of shaft). This does confirm the alleged failure mode of [cracked/peeling insulation at middle of shaft]. The returned device was confirmed to be a (B)(4) 5mm monopolar handle 33cm the lot number on the returned product ((B)(4) does not match the reported lot# 1344139d however, the alleged failure mode cracked/peeling insulation at middle of shaft is consistent with what was reported for (B)(6). Probable root cause: poor autoclave reliability. Incorrect sterilization/reprocessing procedure. Handling procedures. Contact forces. Product used beyond defined useful life. The product was returned for investigation and the reported failure mode was confirmed. The failure mode will be monitored for future reoccurrence.

Event description:
It was reported, there is a breach in the insulation.